Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a kinked cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 404 mg/dl between 4 and 24 hours of wearing the pod. The reporter stated when removing the pod from their leg they noticed the pod site was swollen and the cannula was kinked.

Manufacturer narrative:
The pod was received for evaluation fully deployed. Inspection of the soft cannula did not find it bent or kinked. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a bent or kinked cannula. No damages were noted to the soft cannula, housing, or the formed needle under magnification that could have contributed to the reported infusion site event. The exact cause of the reported infusion site event could not be determined.